Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during a surgical procedure, a broken bur was found within the drill attachment. Backup equipment was used to complete the procedure, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.